Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels reaching 40 mg/dl. Reportedly, the pump settings were adjusted, and low bg levels have improved. Customer addressed low bg levels with glucose. Recommendation was made to discuss diabetes management with customer's health care professional. At the time of the report, customer was not experiencing a low bg.